Event description:
It was reported that a patient underwent a total joint arthroplasty of Touch CMC1 Prosthesis. Subsequently, the patient experienced acute thumb pain after lifting a heavy object overhead. Revision surgery revealed that the polyethylene (PE) liner was detached from the neck, and the cup was found to be loose. Metallosis was observed in the surrounding soft tissues.

Manufacturer narrative:
Based on the available information, the incident is not attributed to a manufacturing or design defect of the specific returned device. The available evidence suggests that patient-related factors may have contributed to the reported event. These factors may include bone regrowth leading to bone impingement, patient activity level, bone quality, compliance with postoperative recommendations and/or other clinical conditions. However, their individual contribution cannot be quantified.